Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant medical products: dtba2d1 crtd, implanted: (B)(6) 2017; 4196 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for a high superior vena cava (svc) coil impedance. High thresholds and noise were also observed on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.